Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during a planned magnetic resonance imaging (MRI) visit, a patient with a pain stimulation implantable pulse generator (implantable neurostimulator) experienced ongoing issues charging the implantable neurostimulator despite having received a new recharger telemetry module, and the patient¿s controller displayed a ¿no device found¿ message. It was further reported that the patient was unable to enter MRI mode and the MRI could not proceed as planned. The MRI technologist referenced prior MRI record information indicating the patient was full-body eligible. It was also reported that a representative had advised that the ¿no device found¿ message meant the implantable neurostimulator was off and equivalent to MRI mode, and this information was reviewed as not accurate. The caller requested assistance to help the patient charge the implantable neurostimulator and enter MRI mode. No patient complications have been reported as a result of this event.